Manufacturer narrative:
A ge service representative preformed an on site investigation. The hard drive was replaced. The interconnect cable and the lemo connector were repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that on the 9800 system one of the monitors flashed on and off intermittently and the fluoro light came on to indicate x-rays after the fluoro button was released. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.